Event description:
While using smartguard auto mode on the medtronic mmt-1780 insulin pump the device automatically switched from auto-mode to the pre-set basal insulin delivery while undergoing a low blood sugar on yesterday afternoon. In auto- mode no basal insulin delivery occurs when blood sugar is low ensuring the blood sugar level does not drop further. The pump provides a warning to check blood sugar before the switch occurs, but if this occurred during sleep and the warnings were not heard or felt (vibration) then it could have resulted in serious injury. I was busy treating my low blood sugar (45mg/dl) rather than entering new blood sugars levels on the pump while this occurred. After the treatment, I reviewed the warnings and saw where the pump had automatically switched from auto-mode to the pre-set basal delivery. In other words, the pump continued delivery insulin while I had a low blood sugar. It is a programming defect to switch from auto-mode to pre-set basal delivery while blood sugar level is low. If I had been asleep when this occurred, this programming error could have caused me to go into a coma from hypoglycemia. Medtronic pushes that the pump will shut down before a hypoglycemic reaction, but their programming did exactly the opposite. FDA safety report ID #(B)(4).